Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4). On retained kit lot m121191 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m121191, test base part number 190-430 / lot:m121191. The lot met the required release specifications. A review complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot m121191 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4). Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration. Reference manufacture's report number : MFR's : 1221359-2021-00420, MFR's: 1221359-2021-00421, MFR's: 1221359-2021-00423.

Event description:
The customer reported false positive with the ID now covid-19 assay for multiple patients. There were four (4) false positive results reported. This MFR report represent patient three ( 3) of four(4), test performed on (B)(6) 2020 with lot m120401 and lot m121191. As per customer patient three (3) was tested three times, the first test performed on (B)(6) 2020 at 7:25 on lot m121191 ( positive), the second and third test performed on (B)(6) 2020 at 9:00 and 9:25 on lot m120401 ( negative). The customer reported that the ID now covid-19 assay was performed on a direct tested nasal swab. Pcr confirmation testing was performed on a nasopharyngeal and oropharyngeal swab in transport media with bdmax platform generate negative result ( CT value not provided) the customer stated the patient was symptomatic. No additional patient information, including treatment and outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.